Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blood gas monitor generated an error message that read "realign cables". The user rebooted the monitor twice, but the error message remained. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.